Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective pump. The technician replaced the pump to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. During the visual inspection of the pump the technician identified that the a defective bearing was the root cause of the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Device evaluated by livanova rep.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed error messages during in service. There was no patient involvement.